Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for a diagnostic procedure, the subject device had connection failure. Procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that during preparation for use for a diagnostic procedure, the subject device had connection failure. Procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "connection failure" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image, failed water leak test. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.